Event description:
A customer in (B)(6) notified biomérieux of a misidentification of clostridium subterminale as staphylococcus epidermidis in association with the vitek® ms (ref 410895, serial (B)(4)). The isolate was sent to another laboratory where it was identified as clostridium subterminale. The identification method used by the second laboratory was not disclosed. The customer indicated that the misidentification did not lead to any adverse event related to the patient's state of health a biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in hong kong regarding a misidentification of clostridium subterminale as staphylococcus epidermidis in association with the vitek® ms (ref 410895, serial (B)(6) ). An internal biomerieux investigation was performed. Conclusion on the system: the system was operational during the tests. Conclusion on the spot preparation quality: the customer's spot preparation quality was not optimal. The calibrator "all peaks" values were heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator...). This can be extrapolated to the sample preparation. Spot preparation quality needs to be verified. *conclusion on the identification: the suspected identification (clostridium subterminale) is present in vitek ms knowledge base (kb) v3.2. As the system was operational during the customer's tests, it should have identified this strain correctly. The analysis of the sample spots from the raw data shows the no identification results but also one potential misidentification (spot h3 gave a single choice to s. Epidermidis). Based on this information provided by the customer, it is possible that the right protocol (fungi instead of bacteria) was not selected. When reprocessing the raw data the customer's results were not duplicated. A single choice to s. Epidermidis was the result instead of no ID. The potential misidentification observed could be due to a contamination during sample preparation because staphylococcus epidermidis is part of the normal human flora, typically of the skin flora. Further investigation is required to find the cause of the identification issue; however, the strain is not available and no further investigation is possible. Based on the raw data provided it was determined that spot preparation quality was non optimal.